Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the uterine artery. A direxion hi-flo was selected for use. During procedure, the catheter was advanced to the uterine artery over a 0.016 fathom wire and the wire was then pulled back to reposition. When the catheter was then advanced without the wire, it snapped and was noted to be broken but was still in one piece. The entire catheter was then retrieved and nothing remained inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The shaft and tip were microscopically examined. The inspection revealed that the nickel shaft was separated 55.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the uterine artery. A direxion hi-flo was selected for use. During procedure, the catheter was advanced to the uterine artery over a 0.016 fathom wire and the wire was then pulled back to reposition. When the catheter was then advanced without the wire, it snapped and was noted to be broken but was still in one piece. The entire catheter was then retrieved and nothing remained inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.